Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component remained flat after it was pumped once or twice. The existing ipp was explanted and replaced with a new one as a result. No patient complications were reported during the surgery. The explanted ipp was returned and analyzed.

Manufacturer narrative:
The ams700 device was inspected and functionally tested. Both cylinders performed within specifications. The pump-cylinder tubing had a leak at the strain relief junction that was the result of fatigue. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component remained flat after it was pumped once or twice. The existing ipp was explanted and replaced with a new one as a result. No patient complications were reported during the surgery. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component remained flat after it was pumped once or twice. The existing ipp was explanted and replaced with a new one as a result. No patient complications were reported during the surgery. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.